Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had 2 lead safety switches. Going unipolar was not possible because the patient had pocket stimulation, so the physician explanted this lead.